Event description:
It was reported that the device was inserted in a pt six months ago, and during a routine check it was discovered that the catheter was now broken off at the pigtail head. About 1-2 cm of the broken piece was still in the pt. Ir did a few days of follow-up x-rays to check if broken piece had moved into the intestine and was excreted out by the pt. The balance of the catheter will be returned to the us for evaluation. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint reported for this lot number to date. The returned catheter was evaluated. The proximal end of the luer was cut off and the spiral portion of the catheter was exposed. At the distal end of the catheter, the catheter was fractured. The fractured piece was not returned. There were 7 port holes, each measuring approx 2mm in diameter. At approx 23 cm from the proximal end, there was a section of the catheter where thread was tightly would around the catheter and knotted. This thread does not come supplied with the catheter. As the threads were moved to inspect the catheter underneath, it was apparent that the outer layer of the catheter was stripped, exposing the reinforced nitinol underneath. A portion of this thread was going through the first proximal prot hole and was not secured. The distal end of the catheter was fractured on a port hole, on the curved portion of the pigtail. The fracture appeared jagged. Also, on the fractured end, there is a longitudinal split starting on the fractured end and extending 2 mm into the catheter. At 1.5 cm from this fractured portion, there was a longitudinal split at about 2cm long. Parallel to this longitudinal split, there was another longitudinal split. This entire area of the catheter exhibited cracking. According to the event description reported, the device was in the pt for a total of 165 days. Per the current instructions for use (IFU), under the cautions section, it is recommended that the catheter dwelling time not exceed 90 days. Based on this evidence, the root cause for this complaint is user related. The investigation is confirmed for detachment of component.